Event description:
It was reported that a minimum fill notification occurred when caller attempted to reload cartridge and was unsure of remaining insulin amount, then decided to fill and load new cartridge. There was no adverse impact to the customer's blood glucose level. Caller cleaned pneumatic tap area on pump as instructed, loaded new cartridge successfully, and resumed insulin delivery, and no further issues were reported.